Event description:
A voluntary MDR report was received on 7/14/2026.It was reported that a broken sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).MW5189794 - MW5189795